Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan and subsequently, the customer experienced a loss of consciousness that resulted in a fall. The emergency services were called and unspecified ¿very low¿ blood glucose was obtained however, the customer did not provide readings from the time of the event. The customer was treated with glucose gel and also was provided an unspecified new IV medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.